Event description:
Same case as MFR report#: 6000093-2006-01728 and 6000093-2006-01729. Clinical trial. It was reported that five days following a coronary artery drug eluting stenting treatment procedure, the patient expired. At the time of the index procedure, the patient presented with a non-st elevation mi (myocardial infarction) and five lesions were identified: a 40% stenosis of the 1st diagonal, 50% stenosis of the proximal rca (right coronary artery), 40% stenosis of the mid rca, 95% ulcerated stenosis of the proximal cx (circumflex), and 80% thrombotic stenosis of the distal cx. The only lesions treated were those in the cx. Each lesion of the cx measured 3.5x14mm and was predilated prior to stenting. The thrombus present at the distal cx was treated with a medtronic export suction thrombectomy device. The proximal cx was treated with a 3.5x16mm taxus express2 drug eluting stent and the distal cx was treated with two taxus express2 drug eluting stents measuring 3.5x20mm and 3.0x12mm. Prior to placement of the 3.0x12mm stent, an attempt was made to cross the lesion with another taxus express2, but was unsuccessful. Residual stenosis at both lesions was 0% following treatment. The patient remained hospitalized following the procedure and experienced a non-q wave mi one day following the procedure and expired 4 days after the mi. It was noted that the patient also experienced atrial fibrillation requiring cardioversion, which was unsuccessful, but resolved with amiodarone. The patient also experienced a gi bleed requiring eight transfusions of packed red blood cells and discontinuation of asa and plavix. The patient was also reported to be treated for pneumonia, heparin induced thrombocytopenia, hypotension, renal failure, and bradycardia. The patient's family elected to enact a do not resuscitate order and the patient subsequently expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.